Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to insulin shots. The device was not returned.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked reservoir tube lip and a missing end cap sticker. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery tests due to the alarm.